Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New info received stated that the right ventricular lead was fractured.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. It was noted that the patient experienced episodes of pre-syncope. The noise was not reproducible in clinic. On (B)(6) 2017, the lead was capped and replaced. The patient was stable before, during, and after the procedure.